Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Catheter model: 8709sc, serial# (B)(4), implanted: (B)(6) 2007, explanted: unk. (B)(4).

Event description:
It was reported that patient had lost weight due to breast cancer and the pump had shifted down. It was causing discomfort to the patient especially when she walked as it was hitting her hip. Patient was currently looking for a physician to move the pump back up. Additional information has been requested; a follow-up report will be sent when it becomes available.